Event description:
It was reported to philips that the system displayed a low disk space error. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the issue occurred during planned non-emergency treatment. The procedure was completed as planned by moving the old patient data to another system. It was reported to philips that low free space error appearing. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that system showing image disk full error. To resolve the issue, fse checked the 1tb hard disk on the image disk, recreated the image disk, and verified the system. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.